Event description:
The customer's family reported via phone call that they had a no delivery alarm. Customer's family reported the alarm would periodically occur. Customer's family also reported receiving the alarm during infusion set changes and manual primes. The customer's blood glucose was unknown. It was also found the customer did not try all remedies for the no delivery alarm. Customer's family reported the tubing was not bent or kinked. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.